Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: patient had an ameloblastoma in the mandible that was benign, but locally very aggressive tumor. A segmental resection was completed on (B)(6) 2012 with a plate, screws and no graft. Patient was scanned on (B)(6) 2013, it could be seen that the plate had fractured. Hardware was removed on (B)(6) 2013. Patient opted to have distraction as he wants to have full dentition. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.